Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material adhered/clogged in air/water cylinder and channel, auxiliary water channel, and plastic distal end cover due to insufficient reprocessing. The foreign material was unable to be identified. The event can be prevented by following the instructions for use (IFU): IFU states the detection method in cf-h185l/I operation manual chapter 3 preparation and inspection IFU states the preventative measures in cf-h185l/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: due to the wear of the forceps elevator lever, the upward/downward knob cannot be locked securely. The forceps channel port has a dent. The air/water and the suction cylinder has no color. Due to a cut on heat shrinking tube of the forceps elevator lever, expected insulation capacity could not be obtained. The label on the suction connector is damaged. Due to adhesive peeling on the bending section cover, insulation resistance value at distal end did not meet the standard value. Due to wear of angle wire, bending angle in up direction did not meet the standard value. Due to wear of angle wire, bending angle in right direction did not meet the standard value. The plastic distal end cover has a dent. The adhesive around the objective lens and light guide has corrosion. The bending tube is deformed. The adhesive on the bending section cover has a crack. The universal cord has a wrinkle. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that while using the colonovideoscope, experienced that the angling from the distal end is no longer sufficient. There were no reports of patient harm associated with the reported event. The device was returned for evaluation. During the device evaluation, the following reportable malfunction found white foreign material. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.